Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported events of endoleak type 1a, successful secondary endovascular procedure and stable post repair procedure. Clinical also was able to find substantial evidence to support the following additional events of endoleak type 2 of the inferior mesenteric artery with sac growth. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the loss of seal was related to the hostile aortic neck anatomy which included both anatomy related issues (infrarenal angulation and patent inferior mesenteric artery) and cautionary product use conditions (thrombus/calcifications). No procedure, user-related issues or off-label conditions were identified. The final patient disposition was known to be stable, and discharged home on the first post-operative day. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system. (B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted in the patient.

Event description:
An afx2 bifurcated stent graft was implanted to treat an abdominal aortic aneurysm. The 9 month follow up CT showed evidence of a type ia endoleak. Patient underwent a secondary procedure on (B)(6) 2017. The physician implanted two (2) palmaz stent and successfully resolved the type ia endoleak. The patient is reported as well post secondary procedure. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.